Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced. The reason for the replacement is unknown. No further information is available.

Manufacturer narrative:
Corrected data - e1 initial reporter information updated based on new information. Corrected data - h6 patient and device code updated based on new information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received which stated that the ipg was replaced due to end of life.